Event description:
During the implant procedure, the stylet could not be inserted into the right ventricular (rv) lead. The rv lead was removed and replaced with no patient consequences.

Manufacturer narrative:
A complete lead without a stylet was returned in one piece for analysis. The stylet could not be fully inserted due to damage on the inner coil, caused by over-torque of the lead. The event of stylet insertion failure was confirmed due to the damaged inner coil.